Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-july-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that upon boot up the pc was starting all programs inside of wordpad. A window appeared and displayed scrambled words and symbols. The it department was consulted and it was found that something was changed as part of the .exe files and guiding the user to boot up inside of wordpad. The fse was able to start all programs inside of windowsexplorer. The fse found that the problem resurfaced so the fse changed out the pc and loaded all necessary data into replacement pc. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for the reported even was the pc corruption.

Event description:
On (B)(6) 2015, a customer reported the aia-2000 would not turn on and could not open the software. The customer stated that the monitor was on but when clicking the 2000 icon, the screen flashed with a lot of symbols and she was not able to proceed. The customer attempted to open the 2000 maintenance to perform a version up but the error persisted. The monitor and analyzer were turned off, unplugged, and then repowered with no resolution. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, afp and ctni2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.